Event description:
Three consecutive 360 joule countershocks were delivered to the pt by a physician using a posterior paddle. When the pr was removed from the bed following the procedure, burns were observed on the sheet and underlying mattress cover in the area where the posterior paddle electrode had been placed against the pt. The pt was said to have not been adversely affected as a result of the reported event.